Event description:
Device 5 of 5. Reference MFR report#: 1627487-2012-05480, 05481, 05482, 05483. It was reported the pt was experiencing intermittent stimulation and discomfort at the ipg site. During surgical intervention two of the pt's leads (from the same lot) were connected to a new ipg, but no power could be generated. Another new ipg was connected to both leads and the problem persisted. An impedance check was performed and no anomalies were revealed. An extension was tried to help resolve the issue but was unsuccessful. As a result, the procedure was aborted. On (B)(6) 2012, the pt's scs system was explanted and replaced. The extension will not be returned to sjm.

Manufacturer narrative:
(Results) - a visual inspection of the ipg revealed the lower chamber septum had been cored multiple times and the lower chamber setscrew had been fully retracted. There was no body fluid found within the lead ports. The device passed all mechanical and electrical testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.